Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell 4 of 5. The home patient (hp) will discard the supplies and finish with manuals. The hp did not see any obvious cause of the alarm. The baxter technical service representative advised the hp to try putting the supply bags at the same level as the hc for future therapy. Baxter product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient notified the nurse of the alarm, however, they are unsure what may have caused the alarm. The patient resumed therapy with new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. This medwatch was initially attempted to submit on (B)(6) 2010, however, since the esg was not operational due to a power outage, this medwatch is being resubmitting on (B)(6) 2010.